Manufacturer narrative:
It was confirmed the stylet wire was protruding from the wall of the catheter tubing, piercing from the inner wall through the outer wall. It could not be confirmed that the stylet wire was protruding from the catheter during insertion because the catheter had been trimed from the manufactured length, and the stylet wire was partially pulled back from the prn. A 100 percent leak test is performed before the insertion of the stylet into the catheter. The catheter is inserted into the protective sleeve after the stylet wire has been inserted, and 100 percent visual inspection is performed throughout stages of the manufacturing process. A 100 percent inspection of the stylet wire tip placement within the catheter is performed per specification, (end of stylet 1.0 +/- 0.5cm from the end of the catheter). A defect (failure) of this type (stylet wire through wall of catheter tubing) would be identified and discarded/scrapped at this stage of the process. It is most likely that this occurred during the manipulation of the stylet through catheter by the user. The user is advised to use caution because the catheters are delicate. No further corrective action to be taken, as this incident is believed to be user related.

Event description:
Stylet wire through catheter wall.